Event description:
It was reported that during procedure, the fiber snapped. All parts were retrieved. No fragments fell inside the patient. The procedure was completed with another of the same device. There were no patient complications.